Manufacturer narrative:
The reported events of low pacing impedance, failure to sense, and material integrity problem were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination found the inner insulation was breached at the suture sleeve tie region consistent with damage caused by overtightened suture. Electrical testing found an internal short between the inner coil and outer coil conductor paths. The cause of the reported events was isolated to the breached inner insulation due to suture tie down forces. No other anomalies were found with the exception of procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that following the connection of the right ventricular (rv) lead to the device, the lead exhibited low impedance and failure to sense. The physician noted that the rv lead was broken. The lead was not used, and a new lead was implanted. Patient was in stable condition.